Manufacturer narrative:
The patient was implanted with a posterior tibial placement and complained of excruciating pain in the leg, redness, soreness, swelling, and drainage. The patient was in (B)(6), when the patient called the clinical representative asking for assistance. The patient decided to drive to the (B)(6) ER to be evaluated. The patient stated that the attending physician at the ER administered 48 hours of antibiotics and pain pills. The clinical representative notified his primary pain physician of the issue. The patient-reported this morning that he was feeling better but still sore. The patient did not complain of any chronic pain or stimulator malfunction, just the pain caused by the infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2021, the clinical representative was made aware by the patient that a recently implanted patient was suspect of potential infection in his leg.